Event description:
It was reported that the customer experienced a problem with the speaker and vibration function of their insulin pump, rendering the alert sound inaudible. This led to a significant impact on their blood glucose level, dropping to the 40's mg/dl. To address this, the customer consumed glucose tablets and did not require third-party assistance. The customer continued to use the pump for insulin therapy.